Event description:
It is reported a dislocation occurred where the cup dislocated posteriorly. When the surgeon did the manipulation, the bipolar separated from the metal head. The device was revised in 2006. Implant date is unk.

Manufacturer narrative:
Eval summary: machine marks were seen in inner concave surface of insert. Few scratches were seen, but may be due to manipulation/extraction/handling during transit. A permanent deformation is observed on insert outer edge. This is probably due to impingement during manipulation which eventually would have lead insert to act as fulcrum point and thus lever out head from insert. Cause cannot be definitively determined. Eval: insert is still assembled in the shell. There is what appears to be an impingement mark on the rim of the insert. Accurate dimensional analysis of insert could not be performed due to deformation caused by insertion and dislocation of head. Mfg records are intact, conforming and indicate MFR to spec.